Event description:
The event is reported as: the customer alleges that the device will not seat properly to the point that they cannot create a proper airway seal. The device was replaced with another lma. No report of a pt injury.

Manufacturer narrative:
The results of the investigation are incomplete at the time of this report.